Event description:
It was reported to the manufacturer by the facility ((B)(6)), per the facility the resident was laying in the bed with the head section elevated. The bed made some noises and then the head section dropped. The resident sustained no injuries. Complaint # (B)(4) was entered into our system.